Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. All leaflets were dehydrated with signs of severe creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared to be in a partially open position. All commissures were intact. The outflow aspect displayed a slight elliptical appearance and inflow aspect displayed a reniform appearance. No damage, such as bends or kinks, was found on the frame. The valve was received in a crimped state. The valve was submerged in body-temperature (approximately 37 °c) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a de ployment simulation to evaluate against the alleged infold event could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012845015); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a procedure involving the transcatheter aortic valve evfxplus-29, the valve was loaded by a certified cardiotechnician and the crimping was regular. A fluoroscopic check identified an infold of the valve up to grade 4. Despite this, the physician proceeded to use the valve, but upon delivery of the prosthesis, a fully extended infold was found along the capsule. A new valve with a new catheter was then used, and the procedure was successfully completed with the second attempt. There was no patient involved.